Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was not in clinical use when the issue occurred. The customer reported that flow sensor assembly was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak - co2 rebreathing risk error message. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer¿s v60 ventilator displayed a low leak - co2 rebreathing risk error message. The customer verified that the average air flow was showing - 0.1 standard liters per minute (slpm). The customer reported that they could not get into standby mode. It was reported that the customer had a spare flow sensor assembly and would replace the part to see if the issue was resolved.